Event description:
ICD failure. Mfg - guidant. Product - ICD. Product - lead model- t165. Model- o180, implant date 2008. Medtronic product lead product - 2 different lead models, implant date 2007. Dates of use: #1 2008 - 2009. #2 2007 - 2009. Diagnosis or reason for use: qt syndrome.